Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon closing the pocket during device change out procedure for normal battery depletion, the lead impedance measurements had decreased. The physician reopened the pocket and found a significant amount of blood in the pocket. The pocket was evacuated and the impedance measurements normalized. Boston scientific technical services (ts) was consulted and discussed that the cardiac resynchronization therapy defibrillator (crt-d) needs to be touching tissue in the pocket to provide within range impedance measurements. The crt-d remains in service and no additional adverse patient effects were reported.